Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with an/ implantable neurostimulator (ins) for non-malignant pain. It was reported there was an infection. The patient had ins replacement and after the replacement the patient developed a pseudomonas infection. The patient was treated with antibiotics. The patient has pain to the touch on her low back and at the battery site. MRI compatibility guidelines were requested. The patient was seeking a second opinion to see if the ins needs to be removed/replaced. No further complications were reported/anticipated.